Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump¿s time was gaining more than five minutes each month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following results:a review of the pump¿s history showed a time and date reset to default after a reboot due to an unrelated internal clock battery failure. The pump passed a time and date accuracy test during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.